Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, broken battery cap, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the battery had leaked into the battery compartment of the insulin pump. When the customer tried removing the battery, they damaged the battery cap; it cracked. The customer stated that there was a piece of plastic missing from the side of the insulin pump as well; they had put tape to stick the piece and hold the new battery. The customer's blood glucose was 11.3 mmol/l. The customer was advised to revert to a backup plan. Nothing further was reported.